Event description:
On (B)(6) 2012, pt reported there was insulin in the cartridge compartment of the infusion device due to a leaky cartridge. He previously experienced difficulty priming the infusion set. And when he changed the cartridge, he noticed drips of insulin coming out of the cartridge near the plunger. There was enough insulin in the cartridge compartment of the infusion device to pour out. The infusion device, cartridge, and adapter were replaced and requested for eval. The infusion set was discarded and will not be returned for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.